Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. According to the event description, the most likely cause of this condition is a sharp bone that damaged the suture while pulling against it.

Event description:
It was reported during a rotator cuff repair procedure, the surgeon inserted and seated the ar-2324pslc-2 double loaded peek swivelock, (lot: 12900335) as the surgeon was tightening down on the white suture, he notice the suture was cut from the eyelet. The broken suture was removed from the patient. The blue suture was use to secure the ar-2324pslc-2. The surgeon used a second ar-2324pslc-2 (lot: 13262585) and the same issue occurred. The case was completed without patient harm.